Manufacturer narrative:
The actual device has not been returned and the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason code was used in the conclusions section. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported difficulty withdrawing the solopath device during a procedure. Follow up communication with the user facility confirmed the following information: the procedure conducted was an aortic valvuloplasty with prosthetic valve by femoral approach; the vessel was calcified and implementation of the two pro-glides was difficult; pre-dilation of the right iliofemoral axis with a ball mustang 70x20mm in the right iliac ostial stenosis was conducted; a 19fr. Solopath was set up for the right femoral artery; inflation was prolonged; an electrosystolic probe for the left femoral route was set up and angiography control; pre-dilation under pacing at 200/min with balloon of 20mm, 1 inflation followed by introduction of the 26mm corevalve into the introducer; it was difficult passing through the solopath; the valve was released with the delivery catheter; deployment of the stent was initially too low, pulling the valve which goes into the aorta; the decision was made to recapture the valve in the solopath desilet but the attempt was unsuccessful; it was decided to withdraw the solopath and corevalve; withdrawal of the solopath was very difficult; a new solopath, (B)(4), lot # w038281 was set up; inflation was prolonged; user experienced easy passage of the second corevalve through the solopath; the valve was released with the delivery catheter and the stent were deployed and well positioned; crossover was difficult requiring the use of a lasso and gradual withdrawal of the solopath and closing pro-glides; in an angiography, dissection and right iliac thrombus was noticed; it was the doctor's decision to do covered stenting; a super stiff guidewire was set up in the common femoral; placement of a covered stent, lifestream 8x58mm, on iliac right deployed well; in angiography, dissection and thrombus at the common femoral was noted; there was placement of a second covered stent, lifestream 7x37mm; the end result was good with the old and new occlusion of the right superficial femoral artery; the procedure was difficult but the corevalve implantation was successful; and the procedure was completed with minor harm to the patient.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 for report no. 3004672932-2016-00004 to provide investigation results as well as the expiration date and device manufacturer date. The actual device was not available for evaluation. Therefore, the failure investigation was limited to assessment of information provided by the user facility and quality documents. The fluoroscopy images provided may suggest that the distal portion of the delivery system may have become distorted or flared by attempting to recover the partially deployed stent. The larger distal segment with the remaining stent being partially deployed may have become wedged causing significant resistance at the tip of the solopath sheath. A review of the device history record of the involved product/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product/lot combination. There is no evidence that this event was related to a device defect or malfunction. Although the cause of the reported event cannot be definitively determined, the event description and disk provided by the user facility indicates that a potential root cause may be incomplete sheath expansion where the vasculature restricted its ability to expansion at 20 atm's. In the state the core valve met resistance advancing through the sheath. The labeling does address the potential for such an event in the instructions-for-use with statements such as: "if resistance is encountered during device insertion, stop immediately, remove device from the sheath and reinsert dilator. Repeat steps for sheath expansion in order to optimize sheath expanded diameter. If resistance is still encountered, stop and remove sheath from patient. Never attempt to force anything through a partially expanded sheath. Attempting to force a device through a partially expanded sheath may result in sheath damage, breakage, or device hang up". All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Actual device not available.

Event description:
This report is being submitted as follow-up no. 1 for report no. 3004672932-2016-00004 to provide investigation results as well as the expiration date and device manufacturer date.